Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. The device was set to 360 joules, yet the device discharged at 270 joules. Complainant indicated that there was no patient involvement in the reported malfunction.